Event description:
Customer reported that a set leaked. Event occurred in picu sometime in the past 2 months, specific date unk. Pt was on ECMO with staff trying to manage pt's fluid balance when the nurse noted lasix drip was leaking some hrs after the infusion started. Leaking was from the area where the tubing meets the bottom of the pressure sensing disk (distal side of disc). Pt did require some unspecified medical intervention but reporter had no details and stated that no further pt or event info is available.

Manufacturer narrative:
MFR's report date: (B)(4) 2011. (B)(4). No failure investigation could be performed. The customer indicated the set was discarded. The root cause of the failure was not identified.